Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit activates on its own without the foot pedal or the button being depressed. It was further reported that the unit stays active and in order to make it stop, it requires the unit to be pulled out of the console.